Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported dislodged stent was able to be confirmed. The reported difficulty to position and the reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion with mild tortuosity in the proximal left anterior descending artery. A 3.5x23 mm xience alpine stent delivery system (sds) protective sheath was removed without resistance. The sds met resistance immediately after it had advanced through the rotating hemostatic valve (rhv). The sds continued to advance with resistance up to the middle of the guide catheter. The sds was removed with resistance from the guide catheter and it was noted that the stent had dislodged from the balloon. The stent was located inside the rhv. The system was disassembled outside of the anatomy. The dislodged stent was removed from the rhv with fingers and became severely damaged (stretched and crushed). A new 3.5x23 mm xience alpine sds was advanced and its stent was deployed without issues to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: 6f hyperion spb 6fguideliner v2. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.